Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of the service history, a search for similar complaints, and a review of product labeling. A review of the ai01390 service history was performed and found no contributing factors on or around the date of the complaint. There have been no subsequent tickets related to discrepant alinity I total b-hcg results. No troubleshooting of the analyzer hardware or part replacement was performed for the current complaint. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. The device evaluation for the second suspect medical device for this event can be found in manufacturer report number 3005094123-2019-00122.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event was previously reported under manufacturer report number 3005094123-2019-00122, for an initial suspect medical device, list 07p51-20. This report is being submitted for a second suspect medical device, list 03r65-01.

Event description:
The customer reported a false decreased b-hcg result from (B)(6) 2019 (reagent lot 87414ui00), when processing on the alinity I. The following patient data was provided: (B)(6) 2019: 28847 u/l. (B)(6) 2019 (new sample): 8474 u/l. (B)(6) 2019 (repeat of the new sample): 38889 u/l. The customer also reported the patient was experiencing bleeding and the physician assessed the situation as an abortion, since a few days prior, the b-hcg result was 28847 u/l. At this point, the customer states nothing was detected on the ultrasound. The patient was given cytotec by the physician. The patient returned to the clinic expressing that she feels pregnant and the customer reports that the ultrasound is now detecting something. A repeat measurement has been ordered. No additional patient information or details have been provided.